Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 11. Ridge augmentation. On (B)(6) 2020, loss of osseointegration was verified. Patient presented with bone type iii, bruxism and previous bone augmentation. No product was returned to the manufacturer. At the event the patient experienced: mobility and increased sensitivity. No further patient complications were reported.